Manufacturer narrative:
On april 5, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2 instrument serial number (B)(4); the camera report was acceptable and the event log indicated no errors at time of testing. On april 10, 2019 an immucor field service technician inspected galileo echo v2 instrument serial number (B)(4) at the customer facility. The technician found the instrument operational and performed a successful unexpected reaction checklist. All settings and readings were within specifications. Instrument was performing as expected. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported receiving an unexpected result on the galileo echo v2 instrument which was determined to be an abo mistype.